Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Extensive damage to the right side of the frame of the chair. Swing arm, head tube caster and forks are damaged on the right causing the left to have additional stress.